Event description:
Customer states that during testing pump constantly free flows when cassette is attached. No pt impact.

Manufacturer narrative:
Visual inspection of the platen door shows no physical damage. It opens and closes as specified. Administration set was inserted, platen door was closed, and no free flow was observed. Performed 40 psi test and the pump passed the test with no errors or alarms. Complaint could not be confirmed.